Manufacturer narrative:
(B)(4). Concomitant products: stent: xience prime stents: 2.5x23mm, 3.5 x 38mm, 2.5x28mm, and a 3.0x28mm. Aspirin, clopidogrel. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, three xience prime stents were successfully implanted in the right coronary artery (rca) and , including a 3.5x28mm in the proximal rca. Additionally, two xience prime stents were successfully implanted in the proximal circumflex (cx) coronary artery. On (B)(6) 2015, the patient was hospitalized due to discomfort. On (B)(6) 2015, per angiography, the proximal rca had re-stenosis within 5mm of the xience prime stent. Balloon angioplasty was performed as treatment. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.